Event description:
Major pump unit(s) involved: external control system failureadditional text: driveline frayed.specific component(s) involved: driveline malfunction.additional text: driveline frayed.other component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.other cause:intervention(s): replacement of driveline; replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.